Event description:
Patient reported that they needed to have removed their permanent retainer in order to start byte treatment. When they went into to their dentist to have this done their dentist informed them not to do the byte treatment. Patient wants to discontinue treatment. Requested letter of recommendation from patient's dentist and requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.